Event description:
During a l5-s1 tlif (transformational lumbar interbody fusion) with amendia screws and hollywood interbody size 30mm x 14mm case, it was discovered that a tantalum marker was missing from the cage. The summary of the surgical case were reported as follows: the disc space was fish-mouthed but required no out of the ordinary techniques to implant the cage. The disc was excised and shavers were used. The space was trailed with 12mm, 13mm, and 14mm trials. The cage was inserted and as it was being turned and monitored under fluoroscopy, only one bar and one dot markers were visible. The surgeon determined the cage to be in correct position in the disc space. The screws and rods were implanted. An ap (anterior/posterior) image was taken and it was determined that one marker bar was missing. All other implants in the set were checked and it was determined that no markers were missing in any other implants. Twelve more images were taken to determine if the bar was actually missing with the potential to be in the wound outside of the cage. No bar was visible inside or outside of the implant. Operating room time was extended by 10 minutes. There was no other complications in the procedure reported.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.